Event description:
In this event it is reported that a unk maillefer file broke during use. The broken part was not retrieved and was incorporated into the fill. For a week the patient experienced pain in the tooth but is fine.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. Investigation results: summary: involved product that broke during use was not returned, and cannot be fully identified and analyzed. Moreover, no unused file is available for evaluation. The provided batch number #20170214 has no corresponding in our system. Correct batch number is unknown, DHR cannot be reviewed. Root causes are not identified. We will track this kind of event and monitor the trend. Potential root causes may be incorrect technique, overuse (number of uses not communicated), excessive wear, patient condition and behaviour during treatment or material issue (no analysis of the broken fragments possible). In addition, there are further circumstances on the conditions in dentistry (used disinfectants, training/knowledge status), or any other environmental conditions, which are unknown to us and may also have an impact on the reported failure mode.